Event description:
The customer noticed that a bottle of base solution was placed where the wash 1 solution bottle should be on an advia centaur xp instrument. The customer reran all affected samples that utilize wash 1 solution, when obtaining very elevated dehydroepiandrosterone sulfate (dheas) and ethinyl estradiol (ee2) results. The samples that were rerun had been tested for testosterone, (dheas) and (ee2). The discordant results were reported to the physician(s). The same samples were retested and the repeat results were reported to the physician(s). There is no report of patient adverse health consequences due to the discordant testosterone, (dheas) and (ee2) results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause for the discordant dehydroepiandrosterone sulfate (dheas), ethinyl estradiol (ee2) and testosterone results was due to user error: the operator placed the base reagent bottle in the wash 1 bottle location. The tsc confirmed with the customer that the color-coded labels were installed on the system and also confirmed with the customer that the laboratory staff is aware of the proper loading procedure, which is stated in the operator's manual, which they are aware of. The tsc instructed the customer on the proper cleaning of the wash 1 reservoir and priming wash 1 to remove the base residue. Siemens also dispatched a field service engineer (fse) to check the instrument. The instrument is performing within specifications. Further evaluation of the device is not required.